Event description:
It was reported that a device alarms that the door is not closed, when the door is closed. No pt injury was reported and no additional info was provided.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce a "door not fully latched" alarm. This alarm was caused by the door hooks being out of adjustment. The door hooks and latch pins have been replaced.